Event description:
On (B)(6) 2013, customer reported diffuse lamellar keratitis (dlk) on 4 patients that had surgery on (B)(6) 2013. No settings have been changed on the instrument. Amo's clinical development manager discussed options with site including discontinuance of re-useable cannulas and using disposables. Site had been encouraged to do this since (B)(6) 2012. Bilateral affected in 3 patients, right eye (od) in single patient. Dlk was noticed on (B)(6) 2013. Cases of dlk were grade mild to grade 3. Post-op medicine regime included vigamox/pred acetate (or lotemax) q1hr (every 1 hour) first 24, then q2hr (every 2 hours) for first week. Ocusoft tears as well. On (B)(6) 2013, bilateral lift and rinse was performed on 2 patients. Patient had bilateral dlk, grade 3 on right eye (od) and grade 2 on left eye (os). Lifted and rinsed on (B)(6) 2013. Uncorrected visual acuity (ucva) was od 20/40 and os 20/30. Patient is on durazol qid (four times daily) both eyes (ou).

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. Amo's medical monitor contacted the doctor regarding further medical discussion. No intralase settings have been modified since last clinical development manager visit. Site is using distilled water in autoclave and now emptying autoclave after every surgical day. Heating, ventilation, and air conditioning (hvac) filters have been replaced. Site still using re-useable cannulas, with third encouragement to start using disposable cannulas. Site also will be replacing the rubber instrument tray within the autoclave.